Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported by the patient¿s daughter in-law that a broken sensor wire which occurred the day the sensor had been inserted in the arm. Upon sensor pod removal, the reporter alleged that the sensor wire broke from the sensor pod and remained in the patient¿s skin. At the time of report, the patient went to the emergency department (ed) and had the broken sensor wire removed from the skin (unspecified date and method). The reporter declined to provide additional information. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).